Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860 / k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing false positive results. Microscopy was performed for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer reports 13 cryptosporidium discrepant results while using cat 442960 - lot number unknown.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing false positive results. Microscopy was performed for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer reports 13 cryptosporidium discrepant results while using cat 442960 - lot number unknown.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they had false positive results on epp for crypto. Bd manufacturing engineer and system engineer visited the site and investigated the instrument. They noted that were filaments in the cartridge and that there were several alignment correction that had to be done. Internal team recommended installing the fixed magnet assembly. Field service was dispatched. Field service installed the fixed magnet assembly to the instrument. Customer plan to refrain from performing interleave runs to minimize potential issues. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 21jan2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in november 2021, the instrument experienced false positives with epp. In addition, in august 2021, the instrument experience discrepant issues with epp. Returned sample analysis consisted of review of database and run files. Review of the run 2930 shows a significant amount of positive results on a side for crypto. Review of the raw curve for the rox channel on side a shows that the curves were erratic, but were relatively flat. The erratic can be contributed to microbubbles in the cartridge. Review of the background-corrected curves for the rox channel shows that curves amplify linearly near the end of the cycle while initially trending flat across all lane on side a. Review of the normalizer response for the rox channels shows that normalizers were drifting downward near the end. Root cause is determined to be due to normalizer drift. Complaint is confirmed by quality review of the run file and database. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.